Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their infusion set was either not adhering or getting bent cannula. The customer stated that they bled at the site and sweat a lot causing the the infusion set to fall off. The customer was advised of the proper preparation process and insertion techniques. The customer's blood glucose was 400 mg/dl at the time of the incident as their infusion set popped off. Customer declined troubleshooting. Customer was advised the infusion set will be replaced. The product will not be returned.